Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a discharged patient was showing as admitted. A technical support specialist (tss) dialed into the server to verify status of the visit identification as given, found that there was another order for same patient that was under discharged status, attached the knowledge article, "patient discharged in error / how to re admit patient / cancel discharge (a013) didn't work" as guide, settings were applied and guided the customer on how to configure and utilize the option. The customer then confirmed that the issue was resolved and granted permission to close the case. The system functioned after the technical support specialist assisted with the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary discharged patient appeared as admitted. Customer was able to remove a medication from a patient who had already been discharged, according to my emr on (B)(6) 2025. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary discharged patient appeared as admitted. Customer was able to remove a medication from a patient who had already been discharged, according to my emr on (B)(6) 2025. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.